Event description:
The customer reported the battery charge indicator light is not working when device is plugged into ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery charge indicator light is not working when device is plugged into ac power. There was no report of pt involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.